Manufacturer narrative:
Numerous attempts have been made by zoll to obtain the malfunctioning device for eval from the complainant's facility. The complainant has been unable to locate the device.

Event description:
Complainant alleged that the operating room staff were attempting to defibrillate a pt after open heart surgery using internal paddles. The device displayed a "paddle fault" message. Another set of internal paddles were readily available in the operating room, and the pt was successfully shocked. There was no adverse effect on the pt.